Event description:
The pump was returned for investigation. Evaluation revealed the display was dim and pink and the battery compartment was cracked. This report is made based on results of investigation completed on 10/20/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/20/2014 with the following findings: evaluation revealed the display is dim and pink. The battery compartment was cracked. The bolus button was torn but responsive. A damaged audio bolus button will allow contamination to permeate the button contacts negatively impacting the button function. The damaged audio bolus button is obvious and detectable and should alert the user to discontinue use of the pump. All of the keys respond appropriately and there is no contamination under the buttons. (B)(6).